Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately low compared to their feelings/normal results. The reporter claimed obtaining blood glucose readings of 180mg/dl with the subject meter. During troubleshooting the subject meter failed a control solution test. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.